Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter the instrument was set up per the provided instructions. A green light was noted by the scrub nurse. The instrument initially worked without issue. At some point in the procedure it was activated and made what was described as a strange sound. There was no red light but at this point it would not activate, it was given back to the scrub nurse. In an effort to trouble shoot the situation she wiped the tips to clean. At that point the active blade broke off in her sponge. At this point the sonicision dissector was changed out for a new instrument. The same battery and generator were used . The new sonicision dissector worked without issue. There was no patient injury.

Manufacturer narrative:
Evaluation of summary: one device was returned for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection of the disposable hand piece revealed that the waveguide had fractured and the tip had broken off. The broken tip was returned with the device. The device was noisy, the device stopped working and there was no consequences or impact to the patient. The reported condition was confirmed. The waveguide was inspected under magnification to identify the point of initial contact that caused the fracture and eventual break. Investigation personnel concluded that the titanium waveguide was in use when it fractured. Further investigation revealed that the dissector tip came in contact with a metal object (hemostats, clips, staples, retractors, etc.) During activation. This contact caused the waveguide to crack and eventually break off. The investigation identified the cause of the reported event to be user error. The device instructions for use currently contain a warning against contact between the dissector tip and metal objects (hemostats, clips, staples, retractors, etc.) During activation. This issue is specific to ultrasonic dissectors. The instructions for use (IFU) also advices device users to visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. IFU also states: do not use damaged components. Use of damaged components may result in injury to the patient or user. Corrective actions have been implemented to mitigate this issue. Update to the risk management file is required at this time. If information is provided in the future, a supplemental report will be issued.